Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review, the patient's right ventricular lead exhibited decreased r-wave sensitivity, low out-of-range impedance and non-sustained oversensing. The patient was stable. On (B)(6) 2018, the lead was removed and replaced. The patient was stable.